Event description:
It was reported that ext set 0.2 micron filter ss dehp free leaked. The following information was provided by the initial reporter: material no: 20027e batch(lot) no: 20016601. It was reported that during an unspecified infusion therapy, leakage were observed on the burette set and 0.2 micron filter extension set. The infusion continued and completed the therapy. There was no patient harm and the leak did not cause harm to the healthcare provider.

Manufacturer narrative:
It was reported that the 0.2 micron filter extension set leaked during an infusion. There was no patient harm and the leak did not cause harm to the healthcare provider. Received one used extension filter set model 20027e lot 20016601 in one chemotherapy labeled bag. The extension set was received attached to the male luer of one used primary burrette set model 10821753 lot 20026322. Model 10821753 was attached with one non-bd spike adapter that was spiked to one empty 500ml baxter intravia container (lot dr19d22039). One spiros adapter was attached to model 20027e¿s male luer. The chemotherapy labeled bag was received with a note ¿contain trace amount of chemotherapy (doxorubicin, vincristine, etoposide).¿ the sets were visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Residual light colored fluid was observed within model 20027e¿s 0.2 micron adult filter (p/n 10012217) and throughout the sets. Further inspection under magnification observed evidence of leakage at model 20027e¿s bottom filter air vent. No anomalies or evidence of damage were observed on the filter or the sets upon initial visual inspection. Functional testing was performed by attaching model 10821753 to a lab IV bag filled bleach water. An 18-gauge cannula was attached to the spiros adapter connected at model 20027e¿s male luer. The sets reprimed and it was observed that small droplets were observed leaking from model 20027e¿s 0.2 micron filter bottom air vent (termed ¿weeping out¿), confirming the customer¿s report. No other leaks or anomalies were observed. The sets were then loaded into a lab pump module and programmed at a rate of 125ml/h and vtbi of 125ml. Although leakage was confirmed on model 20027e, the infusion completed with no alarms, leaks, or any issues. The sets were pressure tested while submerged underwater (per dir #10000339917 ¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. At 3 psi, the observed leak on model 20027e¿s filter vent was confirmed during pressure testing. No other leaks were observed. Bd r&d has been informed of the filter component failure and is currently investigating the issue. R&d actions are underway captured under project pe00483. Equipment used (inspection performed on 24jul2020). - optical ram-cnc, eq08204, calibration due date: 12aug2020. - 8015 alaris pcu 1.5, eq08330, calibration due date: 05aug20. - 8100 alaris system lvp, eq08327, calibration due date: 16nov20. - air pressure regulator with pressure gauge, eq00138, calibration due date: 02oct2020. A device history record for model 20027e with lot number 20016601 was performed. The search showed that a total of 15,303 units were built in 1 lot on 23jan2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer¿s report that the 0.2 micron filter extension set leaked during an infusion was confirmed. Functional testing observed that fluid leaked out (termed ¿weeping out¿) from model 20027e¿s micron bottom air filter vent. No other leaks or anomalies were observed. Although the root cause was not definitively determined, the proximate identified cause of the observed filter vent leak was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vents. Bd r&d has been informed of the filter component failure and is currently investigating the issue. H3 other text : see h10.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ext set 0.2 micron filter ss dehp free leaked. The following information was provided by the initial reporter: material no: 20027e, batch(lot) no: 20016601. It was reported that during an unspecified infusion therapy, leakage were observed on the burette set and 0.2 micron filter extension set. The infusion continued and completed the therapy. There was no patient harm and the leak did not cause harm to the healthcare provider.